Manufacturer narrative:
Findings: pump was received with frozen display then constant tone due to moisture damaged on electronic assembly. Unable to verify back light anomaly due to frozen display. Unit had moisture damaged motor assembly and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had backlight anomaly. Customer's blood glucose at time of incident was unknown. Customer was unsuccessful to turn off the backlight. Customer stated that she just put a battery into the pump yesterday and had to change battery again this morning. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.